Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds, during repositioning the physician noted an insulation abrasion. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 80.5 cm to 81.6 cm and 83.2 cm to 83.9 cm from the connector pin. There was insulation abrasion breaching the distal coil at 82.7 cm and 83.2 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.